Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found the plunger and tip clamps and the lld contact springs needed to be replaced in the reported problem area of the pipette assembly. The clamps and springs were replaced. The instrument was inspected, tested without further problem, and returned to service.